Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and could not confirm the issue. The device was found to be fully functional at the time of call. The customer was advised to update the configuration and to contacts philips again if the issue continued. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that they lost all wireless telemetry data went down for four to five minutes before coming back. The device was in use at the time of the event. No adverse event occurred.